Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, an improper pre-analytical sample processing issue cannot be ruled out as a contributing factor. There is no evidence that the vitros eciq analyzer or the vitros trop I es reagent had malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (patient serial draw 1 result = 0.130 ng/ml) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported to a clinician, and a corrected report was issued (repeat of patient serial draw 1 = 0.020 ng/ml). There was no report of patient harm as a result of this event. (B)(4).